Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Patient initially reported not complaint against right device. Later healthcare professional reported right side "multifocal foreign material granulomas at both breast and chest wall, r/o silicone granulomas" via CT. The event of "multiseptated and multilocular cystic masses in the right breast" is not device related. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: cyst: unable to observe. Granuloma: unable to observe. As per the investigation procedure creases, particles, gel crystalline and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient initially reported not complaint against right device. Later healthcare professional reported right side "multifocal foreign material granulomas at both breast and chest wall, r/o silicone granulomas" via CT. The event of "multiseptated and multilocular cystic masses in the right breast" is not device related. Device was explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient initially reported no complaint against right device. Healthcare professional later reported "multifocal foreign material granulomas at both breast and chest wall, r/o silicone granulomas" via CT. The event of "multiseptated and multilocular cystic masses in the right breast" is not device related. Device has been explanted and replaced.